Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the device was new and needed assistance to program it. Customer's blood glucose was 450 mg/dl. Customer had treated high blood glucose with manual insulin injection. Customer declined troubleshooting. Customer will not be returning the device for analysis.